Event description:
It was reported that increased threshold and high impedance were observed. Fracture was suspected. An externalized conductor was observed via fluoroscopy. The device and lead were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer and maude report (B)(4).